Manufacturer narrative:
The loss of therapy/no therapy questionnaire was reviewed. Based on this review, the incorrect questionnaire was completed. However, the patient had a non-curonix scs device implanted. Per the freedom peripheral nerve stimulator system implantation of neurostimulator instructions for use, 05-20200 rev. 8 "active implantable or body-worn medical devices - safety has not been established for patients who use the freedom pns system with other active implantable or body-worn medical devices. These devices include other neurostimulation systems, insulin pumps, automated external defibrillators (AED), cochlear implants, and wearable medical sensors. Malfunction and/or damage could occur to either system, harming the patient or nearby people." The stimulator is used to treat pain. The cause of the reported issue is due to interference from a non-curonix device as the non-curonix scs device caused extreme pain where the pns devices are implanted (user error- clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in loss of therapy/no therapy. Loss of therapy/no therapy rates remain acceptably low; thus, a CAPA is not required at this time. Loss of therapy/no therapy rates will continue to be tracked and trended.

Event description:
The patient reported their non-curonix scs trial device interfered and irritated their curonix pns devices. The patient noted the non-curonix scs implant caused extreme pain where the pns devices are implanted and requested an explant procedure of their curonix devices. An explant procedure was performed on (B)(6) 2026.